Manufacturer narrative:
Device is a combination product. Device evaluation by MFR.: synergy ous mr 3.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. The distal 3/4 of the stent was pulled and stretched distally over the end of the distal tip. The undamaged stent outer diameter was measured and the result within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found a kink in the strain relief 10.1cm proximal to distal end of strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29jun2020. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following predilatation with a 20 x 2.0mm maverick balloon catheter, a 3.50 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient condition is stable. However, device analysis revealed stent damaged.